Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the investigation, it is likely the defective event was caused by external factors or handling of the device. The event can be detected and prevented by following the instructions for use which state: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had channel pinhole, separation. The device was returned for evaluation. During the device evaluation, it was found that the coating of the image guide pipe is peeling off (1 mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: due to a cut on connecting tube, water tightness is lost, no electrical continuity due to damage on distal end, adhesive on bending section cover has a chip, control unit has a scratch, scope cover has a scratch, switch box has a scratch, control unit is dirty due to water leakage, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on channel tube, forceps cannot be inserted smoothly, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, the scope connector cover unit had a scratch, the universal cord had a scratch, the insen tube rotation ring had a scratch, the angulation lever had a scratch, the "up/down" plate had a scratch, and the grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.